Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest garment. The patient described the irritation as red, itchy, and hives. There was no alleged device malfunction contributing to the irritation. The patient was prescribed (B)(6), lidocaine, and diclofenac for the irritation. Follow up indicated that the patient's skin irritation has improved.